Manufacturer narrative:
Two samples were received for evaluation in unused condition. Visual and functional testing found no discrepancies. The reported failure mode was unable to be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that ¿the cassette was not used due to the possibility of a cassette disconnection alarm¿. The event occurred in the facility upon removal from the package/carton. There was no patient involvement and no patient harm.